Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device was explanted and replaced.

Event description:
Patient reported, right-side capsular contracture baker grade unknown. Later, healthcare professional confirmed baker grade iii. Additionally, healthcare professional reported, "fibrous capsule with chronic nonspecific inflammation, minimal."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation device observed on the device.